Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported/obtained in spite of multiple attempts request. Analysis of the device revealed that guidewire was kinked/bent, broken/fractured, and the guidewire ptfe coating was peeled near the fracture side. No other information was received. Based on the information available and device analysis, an assignable cause for the observed ptfe coating peel and the guidewire break could not be definitely determined.

Event description:
The investigation site received a transend guidewire and visual inspection revealed that it was separated at distal end and the polytetrafluoroethylene (ptfe) was observed to be scraped off. There are reported patient consequences.

Manufacturer narrative:
Corrected to reflect that there are no reported patient consequences.

Event description:
The investigation site received a transend guidewire and visual inspection revealed that it was separated at distal end and the polytetrafluoroethylene (ptfe) was observed to be scraped off. There are no reported patient consequences.